Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). (B)(4).

Event description:
It was reported that the patient had a revision procedure three months post-implantation due to infection. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: infection. Event description: it was reported that the patient underwent a total hip arthroplasty on (B)(6) 2017. Subsequently, the patient was revised on (B)(6) 2017 due to infection. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination for the biolox® delta, ceramic femoral head using rmw : - non-sterile device is implanted due to sterilization process failure not possible not possible: the sterilization certificate for this lot has been reviewed. Moreover, the sterilization method is validated according to the sterilization specification. - non-sterile device is implanted due to contaminated device due to packaging failure possible, the packaging of the product is validated according to the packaging specification. Nevertheless, one should check the product before opening the packaging regarding the existence of any imperfection/deformation. - non-sterile device is implanted due to surgeon resterilizes head possible, IFU d011500245 (chapter "warnings - single use only - do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, it is unknown whether the device was resterilized at the hospital. - non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage possible, the handling of the device is out of zimmer biomet control. - non-sterile device is implanted, cross contamination due to explanted ceramic head is reused with the same or new femoral stem possible, IFU d011500245 (chapter "warnings - single use only - do not re-use" and symbol on box label: "not to be reused" is provided to customers. However, it is unknown whether the device was resterilized at the hospital. - non-sterile device is implanted, cross contamination due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head) possible, IFU d011500245 (chapter "warnings - single use only - do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, it is unknown whether the device was resterilized at the hospital. Conclusion: it was reported that the patient underwent a total hip arthroplasty on (B)(6) 2017. Subsequently, the patient was revised on (B)(6) 2017 due to infection. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. It is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the appropriate ifus for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).